Manufacturer narrative:
Patient's date of birth unavailable. Patient's weight unavailable. Device model number, lot number, expiration date and UDI unavailable. Physician information unavailable. Device manufacture date unavailable because lot number unavailable.

Event description:
On 16 july 2020, manufacturer was made aware of an event found by japan distributor during a literature survey (journal of medical ultrasonics (2019), "coil embolization of pseudoaneurysm as a complication of excimer laser coronary angioplasty: insights from intravascular ultrasound and optical coherence tomography findings", ruka yoshida). The procedure date was not listed in the article, but was determined for the purposes of this report by taking the date the journal article was accepted. A percutaneous coronary intervention (pci) was conducted for acute myocardial infarction (ami) to treat an occlusion in the diagonal branches (branch 1 and 2) of the patient's mid left anterior descending (lad) artery. The physician used a spectranetics elca coronary laser atherectomy catheter to treat branch 2 to eliminate thrombus. During the procedure, angiography revealed a perforation of branch 2. Hemostasis was attained by long inflation using a perfusion balloon. A follow up coronary angiography (cag) after 18 days revealed a large pseudoaneurysm. The area was treated with stents and coils. Final angiography revealed complete exclusion of the pseudoaneurysm without coil herniation and patency of both branches (1 and 2). According to the article, at one year follow up, cag revealed good flow in both branches. There was no alleged malfunction of the elca device used in the procedure.